Event description:
A malfunction alarm was reported with no notable events preceding it. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump, assisted in resetting it, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.